Event description:
It was reported that during a mid left anterior descending artery intervention, after lesion dilatation, resistance was met during device removal, so the device was removed with the guide wire as one unit. The device was not soaked during preparation, per the instructions for use. The guide wire was reintroduced into the anatomy and additional lesion dilatation was performed. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device was not soaked during device preparation. Evaluation summary: the device was returned for evaluation and the reported difficulty was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this report. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the mini trek instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.